Event description:
On (B)(6) 2013, the MFR was informed of an adverse event which occurred following an ablation procedure to treat barrett's esophagus. It was reported that on (B)(6) 2013, following a follow up ablation procedure (first procedure two months previous was without incident), the pt presented to the emergency room later that day with a fever of 102.7 and chest pain. The chest x-ray and CT scan results revealed no free air. Complete blood work showed an elevated white blood cell count. The treating physician decided to admit the pt and placed the pt on solumedrol, zosyn, dilaudid and protonix. The pt was discharged on (B)(4) 2013 without further clinical sequelae. The admitting physician (not the ablating physician) chose to keep the pt in the hospital until the pt's fever subsided, according to info provided to dr (B)(6). No further info was provided. The physician reported no device malfunction during the case and that the relationship of the adverse event to the ablation procedure was unk.

Manufacturer narrative:
The site did not return any product; therefore, no product evaluation was performed. A design history review of the generator was performed which found no issues. If any add'l info pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).